Manufacturer narrative:
The device remains implanted. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient history and medical records were not provided. However, this event could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported during a tavr conference, for two years and nine months post implant of the 29mm sapien 3 valve in the aortic position, the patient felt great, however now presents with pulmonary hypertension (htn). The physician thought patient has a vsd but upon tee, it was noted that there was a fistula from the aorta (just at top of valve on the rcc) to the rvot (above the pulmonic valve). There is continuous flow during cardiac cycle which points to fistula vs vsd. The fistula is small (1.13mm). At last reported, the plan was to discuss with physicians and patient, then bring the patient in to place a plug. The patient had a 29mm sapien 3 valve placed in the aortic position. At that time annulus was 619mm2 and very calcified. The native valve was pre-dilated. The valve landed 80/20 aortic/ventricular and was also post dilated.